Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant the patient was experiencing occasional thoracic pain when the right ventricular (rv) lead was pacing. The rv lead exhibited high thresholds with no capture. Possible perforation was suspected and that the rv lead had dislodged. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.